Manufacturer narrative:
An investigation has been opened to review imaging, device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of manta vascular closure device includes arterial damage and vessel laceration of trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The manta 14f vascular closure device (manta) depth deployment was measured by the manta operator as 3.0 cm + 1.0 cm and was confirmed with additional measures. The femoral access site location was confirmed as optimal by angiogram with no dissection at baseline. The patient received a 26mm heart valve delivered using a 14f sheath to cv inline sheath. The patient's activated clotting time at the time of closure was reported as 320+ seconds. There was no hematoma present at the closure site. A post-deployment angiogram showed no blood flow in the distal left common femoral artery. An attempt was made to cross over with coronary wire to the profunda femoral artery to balloon the common femoral artery. The superior femoral artery was initially unable to have a wire passed through. Another wire to the superior femoral artery was introduced and the artery was ballooned. Blood flow was improved, but a dissection/intramural hematoma was noted in the superior femoral artery causing reduced blood flow. This condition persisted despite further ballooning. The patient reportedly experienced "intussusception" of the femoral artery resulting in common femoral and superior femoral artery occlusion. The decision was made to perform a surgical cut down. During the surgical cut down, a dissection flap was noted and excised. Blood flow was re-established and confirmed on angiogram. The groin was closed in layers. The reporter stated the initial issue of no blood flow was likely due to intussusception of the common femoral artery, which was improved by ballooning, but the balloon likely caused the dissection that was found in the superior femoral artery. The patient was reported to be quite well with no calcium of the femoral arteries. The patient was noted to be stable post operatively.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were received and reviewed by our medical director and confirmed the images are of high quality. Use of the left iliofemoral arterial system for large bore access is confirmed. Baseline cta imaging shows a healthy and adequately sized left iliofemoral arterial system, with an approximate lumenal diameter of 5.7-5.9 cm at the level of the subsequent common femoral arteriotomy. Calcification was minimal; no-pre-existing arterial pathology is seen at this location. Arteriotomy height was recorded and is appropriate, above the femoral bifurcation and below the inguinal ligament. Tavi sheath insertion was recorded; it appears unremarkable and atraumatic. Immediate pliable, bulky filling defect in the common femoral artery adjacent to the device lock. This appearance is most consistent with arterial dissection, perhaps with "bunching" of the flap (intussusception as described by the operator) adjacent to the closure site. Whether this is abnormality is a consequence of traction injury from the manta anchor or from sheath removal cannot be determined. Attempts at gentle ballooning appear largely ineffective, but ultimately extend the filling defect ~3cm more distally to occupy and occlude the superficial femoral artery. Final pre-operative images suggest that thrombus may also be present consequent to the dissection and stasis of flow. There is no migration of the manta device marker. Post-operative images show restored flow with mild non-obstructive stenosis at the level of the arteriotomy only. No images of surgical specimens were provided."